Event description:
It was reported that the pump and catheter were replaced due to a decreased response to therapy with "waxing and waning" of symptoms. The hcp suspected possible catheter microtears. The patient recovered without sequela.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.